Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that software was corrupt and would not boot to the station application. A field service engineer (fse) reimaged the station, configured the application and performed data synchronization to resolve the issue. Further the fse verified the remote support service (rss) connection and configured the auto logon. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis workstation was displays windows recovery screen with error indicate boot failure. Device does not boot after restart or power cycle. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.